Manufacturer narrative:
Failure analysis found the primary failure of dislodged pitch cable to be related to the customer reported complaint. The prograsp forceps instrument was found to have a pitch cable dislodged in the housing at the proximal end. The instrument housing was removed, and the pitch cable was dislodged. This led to a loose pitch cable at the distal end. The prograsp forceps instrument was installed on an in-house system and driven. The instrument exhibited unintuitive motion. The motion exhibited by the prograsp forceps instrument was precise, and proportional to what was commanded by the master tool manipulator (mtm); however, the grip tips moved in the opposite direction. This behavior was observed in the pitch direction and presented on all three installs, indicating a misalignment of the coordinate frames during the engagement sequence. This is caused by a dislodged pitch cable in the proximal end. The instrument was found to have a frayed grip cable at both the proximal clevis hole and the grip hub, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There were no cables to indicate a reprocessing induced issue. Further inspection found abnormally sharp or damaged components that could have contributed to the cable breaking.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the prograsp forceps instrument was not articulating properly. The instrument was doing the opposite of what the customer was trying to do. The customer installed other instruments on the usm and had no issues with the articulation. The customer opened another prograsp forceps instrument, and the issue was resolved. The procedure was completed with no reported injury.